Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient reported that their aligner cuts into their lip. Provided hh tips to help, asked patient to provide update and updated information after attempting hh tips.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.